Event description:
Updated 29-jun-2018: medical records received. After review of the medical records for MDR reportability, the revision operative note was provided. Dob was provided and the revision was of the right knee. Femoral and tibial components were noted to be solid. Insert was delaminating/deformed yellow. Patella was noted to have cysts, but component was solid with plastic failing in two places. At this time it's unknown what is meant by failing in two places. Pc will be updated with these findings.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision tkr - (B)(6) 2018. Primary implant date: (B)(6) 2011. Revision for: pain. Patient was booked for a patella revision. Upon closer inspection of the prosthesis intraoperativley the primary prostheses were scratched and there were also areas of osteolysis. Male patient, (B)(6), height: 170cm.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.